Event description:
Report #6 of 7 received of leaks occurring while using the trifurcated adapter with clave device. The customer reported that the incident occurred with an adult pt having undergone open-heart surgery. A primary IV set was connected to the primary luer arm of the adapter infusing an unspecified hydration solution. The clave ports were used to deliver unspecified doses of propofol, epinephrine, insulin, neosynephrine, and dopamine. It was stated that the leaking occurred at linear cracks found on the female luer arms, "approximately 1/4 inch below the clave." It was reported that due to the leaks, there was medication loss of unspecified amounts. There was no report of any adverse pt effect. When the customer adapter was replaced, the leaks recurred. The issue was resolved by connecting "another abbott manifold" to the primary IV set. The customer confirmed there was no blood loss or bleed back.